Event description:
It was reported that the customer received a no delivery alarm when attempting to deliver a bolus. The customer stated that the issue persisted after changing out the infusion set and the reservoir. The customer's blood glucose was 173 mg/dl. Troubleshooting was done completed. The customer stated that he was unsure if the insulin pump was giving too much insulin. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on lcd window, cracked case at display window corners and battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.